Manufacturer narrative:
The customer observed non-reactive architect anti-hcv results for samples of one patient, whereas western blot was positive. However, pcr testing was negative, which indicates no acute infection. Since hcv antibody tests were discrepant, there could be a past infection with low levels of hcv antibodies or a false positive result for the western blot test result. No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. A historical lot search could not be performed since the reagent lot number used by the customer is unknown. A review of labeling concluded that the issue is sufficiently addressed. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79.

Event description:
The customer stated that nonreactive architect anti-hcv results of 0.4 s/co and 0.39 s/co were generated from two different samples from the same patient. Western blot testing was positive for ns3 and core antibody. Pcr testing was negative. The architect anti-hcv results are potentially false nonreactive. No adverse impact to patient management was reported.